Manufacturer narrative:
Qn#(B)(4). The device history review for the et tube, sher-I-bronch, ls, 37 fr lot# 73g2000058 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor found the connector broken when using it on a patient. It was changed to a new one; no impact on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The y connector and both swivel connectors were returned out of their original packaging. The et tube and two suction catheters were returned in their original packaging. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the bronchial swivel connector was broken on the 15mm side. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
Reported issue: the doctor found the connector broken when using it on a patient. It was changed to a new one; no impact on the patient.